Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Stated that the pump is gradually coming down when she is using it with her husband.